Event description:
It was reported that stent damage occurred. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, a sense of discomfort was felt. Upon removal, it was noted that the stent felt fluffy and the use was stopped. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, a sense of discomfort was felt. Upon removal, it was noted that the stent felt fluffy and the use was stopped. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR.: a synergy xd mr ous 3.00 x 48mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the proximal stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured by snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no damage to the tip. A visual and tactile examination of the hypotube found no issues. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.